Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that this failure affected the display of the monitored values of tidal volume, but did not result in a loss of mechanical ventilation. The unit continues to ventilate and alarms remain functional. The unit alarmed, notifying user of reported condition. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial MDR was not reportable based on this additional information.